Event description:
Screening ID: (B)(4). This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) of grade 4+. Patient anatomy included a restricted posterior leaflet. The mitraclip was implanted and the mr was reduced to grade 1+. On (B)(6) 2022, echocardiogram noted that a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. Tissue damage was suspected. The mr increased to grade 4+. A second mitraclip procedure was performed, with implant of an additional clip and the mr was reduced to grade 1+. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of mitral regurgitation (mr) and unspecified tissue injury are listed in the instructions for use (IFU) as a known possible complications associated with mitraclip procedures. All available information was investigated and a cause for the reported incomplete coaptation associated with single leaflet device attachment (slda) cannot be determined. The reported mitral valve insufficiency/ regurgitation was likely due to the slda. A cause for the unspecified tissue injury (leaflet torn) cannot be determined. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.